Event description:
Additional information was received. Manufacturer representative stated that x-ray looked normal and that the cause of the high impedance was unknown. It was also stated that they tried to clear it with increasing amplitude <(>&<)> pulse width but it wouldn¿t clear and the doctor is considering lead replacement. No further complications noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the lead replacement did not take place and the high impedance was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation gastrointestinal /pelvic floor therapy for treatment of overactive bladder and urge incontinence. It was reported the patient had a return of symptoms including urgency, frequency, & leaking. She said her symptoms have been bad for the last year since having the device replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. Impedance check revealed all lead combinations were greater than 4000 ohms except c & 3. The rep reprogrammed to allow stimulation on c & 3. The doctor is ordering x-rays of the pelvis to check lead position. The issue was not resolved at the time of the initial report. No further complications were reported or are anticipated.